Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Rec'd info the ins was eroding out of the patient's skin. Pt is currently away from home for a couple weeks and on behalf of the pt, the manufacturer's rep is requesting physician info for the patient's current location. The ins was removed and not replaced at this time. Pt recovered without sequela.